Event description:
It was reported that the guidewire broke in the patient. The procedure was completed with a competitive back up device. There was no patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Update: